Event description:
It was reported that during advancement of an embolization coil through microcatheter into a hepatic artery aneurysm, resistance was encountered. Thereafter, the coil detached with a portion located within the aneurysm and a portion remaining within the microcatheter. The physician attempted unsuccessfully to retrieve the coil using an intravascular snare. At the completion of the procedure, a portion of the coil extended from the aneurysm into the hepatic artery. No harm was reported.

Manufacturer narrative:
The device will not be returned for analysis.